Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-06275; reference MFR. Report# 1627487-2018-06276. It was reported the patient experienced a non-painful lump above the paddle lead site. Reportedly, the patient visited the ER, and it was ruled as a staphylococcus infection. In turn, the patient was being treated with antibiotics. The patient is seeking medical attention.